Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was implanted but dislodged repeatedly. The ipl was removed, and evaluation noted that the tip was damaged. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was implanted but dislodged repeatedly. The ipg was removed, and evaluation noted that the tip was damaged. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a 14-52 gray j shaped stylet in the lead with the lead inserted into a partially torn introducer. The lead was able to be passed through a fresh 7 fr introducer, resistance was noted due to bent helix. Accurate measurement of the helix is not possible due to the helix being bent and stretched. Unable to test helix extension and retraction due to the helix being bent and stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.